Event description:
It was reported by the customer's spouse that the customer had severe low blood glucose levels and was hospitalized on (B)(6) 2015. Customer's blood glucose level was 25 mg/dl. Customer was put on an IV. Customer was cold and could not get warm. Customer was sweating and took some insulin. Customer's blood glucose level went to 71 mg/dl and then the paramedics were called. Customer had a seizure and the paramedics came and treated him. Customer was able to take glucose tablets and come back. Customer was also hospitalized on (B)(6) 2015 with a blood glucose level of 31 mg/dl. The paramedics administered IV and the doctor dropped the basal rates. Customer stated that the insulin jumps to give more units. Customer stated that the insulin is giving more after the screen estimate detail. Insulin pump will be replaced without further troubleshooting. No further assistance needed.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation. The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, a cracked reservoir tube lip, minor scratches on the display window and cracked case near the display window corners were noted during the visual inspection.